Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported by the medical examiner that the patient is deceased. It was further reported that the emergency room (ER) physician reported that the device did not fire properly. Additional information obtained from the medical examiner noted that the patient was found at the patient's residence and was transported to the hospital. Upon arrival to the hospital there were no signs of cardiac activity. The device was noted by the ER physician as "may not have been working properly. The cause of death is unknown and the device was returned for analysis. Additional information related to the death has been requested of the hospital and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 lead, implanted: (B)(6) 2006; guidance lead implanted: unknown . (B)(4).

Manufacturer narrative:
No eval explain code.